Event description:
Coiling treatment was conducted of a vessel. Upon positioning of the coil, it was reported that het coil prematurely detached within the catheter. The coil and catheter were removed together. No injury was reported with the pt as a result of the procedure.

Manufacturer narrative:
Sample analysis: the delivery pusher and implant were returned for eval. The implant was confirmed to be stretched and detached from the delivery pusher. The eval showed excessive force was used which likely led to the coil detaching. (B)(4).